Event description:
Pt admitted with exertional chest pain. To cardiac cath lab. Had stent placement in left circumflex artery. 0820 heparin bolus of 10,000 units. 0826 started heparin drip. 0922 attempted perclose. 0931 act 313. Vital signs remained stable throughout stay in cath lab. Unable to acheive hemostasis. Pressure held for 60 mins. Heparin drip discontinued at 1012. 5 mg of protamine given at 0950. To surgery at 1105. Found 3 mm anterior common femoral artery opening, suture was noted in the area of the femoral arteriotomy but there was no evidence of femoral artery closure. Procedure was completed without further complicatons. Later, approx 1600 pt developed chest pain and went to cardiac cath lab. Found an acute thrombotic closure of proximal left circumflex at the site of the stent. Percutaneous transluminal coronary angioplasty of thrombosis was successful.